Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the trial implant procedure the physician was unable to place the needle, due to excessive bleeding. The lead was not implanted. As a result, the procedure was abandoned. Later, the patient's blood clotted.